Event description:
It was reported that during an unknown procedure, the instrument had problem on rotation knob. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the hand activations contacts bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display communication or activation issues and alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.